Event description:
During an in-clinic follow-up, episodes of oversensing suspected to be due to either oversensed noise or myopotentials were observed on the right ventricular (rv) lead. Rv lead fracture was suspected, but could not be confirmed, to be the cause of the electrical anomalies. No intervention was performed at this time. The patient was stable and will continue to be monitored.